Event description:
I had the essure birth control implanted in 2011. Ever since I have had it implanted, I have had lots of trouble, lots of symptoms and lots of pain. I have severe right lower pain which feels like ripping my insides out. Fatigue, insomnia, body pain not to mention slow of other symptoms. Unfortunately, I do not have insurance, so I can't have anything done. I just have to live with the pain. There's not a day that goes by that I'm not in some kind of pain.